Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within 1 day of implant, the right ventricular (rv) lead was noted to have perforated the heart and pericardial effusion was noted on echocardiogram. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.